Event description:
It was reported to philips that the device experienced a malfunction. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device experienced a malfunction. It was reported there was no patient involvement. The field service engineer (fse) found that the battery needs to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, the replacement for which is to b ordered to customer. The customer to install the battery. The device remains at the customer site and no further evaluation is warranted at this time.